Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 27. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.